Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000644, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system on an unknown procedure. It was reported that the mvs had a black screen but the station showed it was still receiving power. Technical services (ts) walked the site through powering down the ias and mvs and disconnecting the umbilical. Reconnecting and rebooting did not resolve the issue. The user reported that the system displayed a warning about the pins not being docked and visually confirmed the system was docked. Ias pendant said connected but had a red "x" for the mvs. Imaging was aborted and there was a delay of less than an hour. No patient impact.

Manufacturer narrative:
D10: lot number rev. 13 : azp03420004 / 1641574 h3: a manufacturer representative went to the site to service the system and replaced the mobile view station (mvs) computer. A system checkout was then completed and showed the system was functioning as intended. The mvs was returned to the manufacturer, however analysis results were not available at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.